Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that the pocket came open with the tyrx pouch and neurostimulator battery protruding from pocket. Tyrx pouch was used at time of implant in the pocket. Patient reports they were compliant with no activity. Patient was seen in clinic by physician and the pocket was stitched closed under sterile condition. Issue is resolved at the time of this report.